Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Medtronic patient services received a call about an issue with a micro introducer kit. It is reported the flexible tip of the introducer wire broke off and remains in the patient. No patient injury reported.

Event description:
Medtronic patient services received a call about an issue with a micro introducer kit. It is reported the flexible tip of the introducer wire broke off and remains in the patient. No patient injury reported. Update: physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was utilized. Local anaesthesia was used. Compression was not used. It is reported the flexible tip of the introducer wire broke off and remains in the patient. A replacement mis-7f07 was used to complete procedure. 3 segments were treated and vein is reported to have closed successfully. On (B)(6) 2023 an ultrasound was done to confirm a piece of the wire was remaining in the patient and on (B)(6) 2023, the doctor surgically removed the remaining wire successfully.

Manufacturer narrative:
An updated event description was received on 9/22/2023. No samples were returned to investigate this event and identify a root cause. CAPA: ca-0040 was opened to investigate this event. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.